Event description:
2-3 weeks after a graft implantation in the abdominal position, pt had stomach pain. After examination, the physician found a perigraft fluid collection in the abdominal area. He then re-operated to evacuate this fluid collection.